Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas proportioning system was calibrated, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the proportioning system was not operating as expected, causing the potential of a hypoxic mix of gas delivery. There was no report of patient involvement.